Event description:
It was reported in the neonatal ICU, a patient with a left leg double lumen PICC had an infusion of tpn and intralipids infusing through the short white lumen and 1/2 normal saline with heparin 1:1 infusing through the long white lumen. The rn observed blood backing up in the short white lumen of the PICC and flushed the lumen without any problem. A few hours later, the vascular access team rn (vat-rn) observed blood backing up in the short white lumen of the PICC again. The rn returned to flush the short white lumen of the PICC but noted that it was "hard to flush". The rn performed a sterile cap change and attempted the flush again but was unable to do so. She noted a small amount of leakage on the linens and traced the IV tubing to make sure all the connections were secure but was unable to identify the location of the leak. The vat-rn performed a sterile cap and dressing change and again noted a small amount of leaking. The lines were assessed again and noted leakage on the needleless connector that was connected to a non-bd y-site infusing the tpn and lipids. The non-bd y-site was then changed and no further blood backflow into the PICC or tpn leakage was observed. The neonatal resident was notified of the leak and a spot glucose poct was 224mg/dl. The customer states there was no adverse symptoms noted with the infant.

Manufacturer narrative:
Additional information: d.11 -non-bd bifuse extension set, syringe heparin sodium 1 unit/ml (200 units) in 0.9% sodium chloride 20ml in 20ml syringe exp 07/24/2019 lot 30003367, and 5)non-bd alcohol cap. The customer¿s report of blood backed up in tubing and leaking from the needleless connector was not confirmed. No obvious issues were observed with the received samples. Pressure testing was also performed on the still attached samples while submerged underwater. The pressure was incrementally increased up to 30psi. No leaks or any issues were still observed from anywhere along the samples. Each sample was manually detached individually and no issue was observed with the recently mated component engagement. Each sample was also pressure tested with pressure incrementally increased up to 30psi and no leak or any issue was also observed. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: non-bd bifuse extension set, 20ml bd syringe heparin sodium 0.9% sodium, one alcohol cap; double lumen PICC, baxter y-site, sterile cap. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported in the neonatal ICU, a patient with a left leg double lumen PICC had an infusion of tpn and intralipids infusing through the short white lumen and 1/2 normal saline with heparin 1:1 infusing through the long white lumen. The rn observed blood backing up in the short white lumen of the PICC and flushed the lumen without any problem. A few hours later, the vascular access team rn (vat-rn) observed blood backing up in the short white lumen of the PICC again. The rn returned to flush the short white lumen of the PICC but noted that it was "hard to flush". The rn performed a sterile cap change and attempted the flush again but was unable to do so. She noted a small amount of leakage on the linens and traced the IV tubing to make sure all the connections were secure but was unable to identify the location of the leak. The vat-rn performed a sterile cap and dressing change and again noted a small amount of leaking. The lines were assessed again and noted leakage on the needleless connector that was connected to a non-bd y-site infusing the tpn and lipids. The non-bd y-site was then changed and no further blood backflow into the PICC or tpn leakage was observed. The neonatal resident was notified of the leak and a spot glucose poct was 224mg/dl. The customer states there was no adverse symptoms noted with the infant.